Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete explant information. Further information was requested but not received. A patient experiencing pain at ipg site was reported to abbott. The patients previous ipg was explanted on an unknown date (years ago) due to pain at the ipg site. Patients new ipg has been implanted and therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during the patients implant procedure on (B)(6) 2023 that the patients previous ipg was explanted on an unknown date (years ago) due to pain at the ipg site. Patients new ipg has been implanted and therapy has been restored.